Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system (wds) was used. Upon release of the closure device and removal of the delivery sheath from the left atrium, a thrombus was observed attached to the threaded insert of the device. The thrombus was mobile and stringy in appearance. Protamine was to be administered post procedurally but due to the thrombus it was decided to use heparin after extubation. The procedure concluded and no further patient complications were reported.